Manufacturer narrative:
Manufacturer's investigation conclusion: the log files, extracted from the patient¿s backup system controller were reviewed as part of the investigation. The data contained in the event log file revealed that the driveline was connected at 7:33:59 on (B)(6) 2023 however, there was no external power connected to the controller and the pump did not start until 7:34:11 when a 14v battery was connected to the white power cable followed by connecting a 14v battery to the black power cable. All active alarms cleared after both power cables were connected to 14v batteries. The periodic log file contained only one entry, captured on (B)(6) 2023 8:33. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ also, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section 2 system operation, covers ¿replacing the current system controller¿. The document contains a warning regarding the importance of the external power source during a controller exchange: the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a system controller exchange. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the clinic after exchanging their system controller at home for an unclear reason. It was suspected that the patient had a yellow wrench alarm and panicked. A review of the log file from the patient's new system controller showed that there was a delay in the pump starting due to the controller not being connected to power when the driveline was connected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.